Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus (thailand) co., ltd. (Oth). Oth checked the device and duplicated the reported phenomenon. As a result of the evaluation, it was found that no video signal was output from all channels. From the following investigation results, olympus medical systems corp. (Omsc) was unable to determine the exact cause of the reported event. -from the inspection result of the device, it was confirmed that the reported event was reproduced. -no information was provided about the location of the device failure or the cause of the failure. -there was no abnormality in the manufacturing history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, the phenomenon was determined to be due to a faulty patient circuit (dx) board. However, the cause of faulty dx board could not be identified. There was no abnormality found on the appearance of the board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is planned to be returned to olympus (B)(4). But has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The device was delivered to the user facility on june 14, 2021. The device was opened and installed in the user facility on july 8, 2021. During the receipt inspection, the monitor detected the signal name 1080/50i, but no endoscopic image was displayed on the monitor screen. Therefore, the receipt inspection was canceled. There was no report of patient injury associated with the event. The device was used with a olympus light source clv-190, a sony monitor lmd-2735md.